Manufacturer narrative:
Damage to top and bottom housing was noted. Cause of the physical damage could not be determined. The received device had the cannula assembly fully deployed. No damage or leaks noted with fluid path that would result in fluid leaking during wear or cause the reported high blood glucose levels. Cause of over adherence of adhesive pad could not be determined. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 400 mg/dl while wearing the pod for longer than 48 hours. Patient¿s mother removed the pod before it reached the expiration time because it was leaking. The pod was wet near the cannula but the cannula was still inside the patient. They had trouble takin the pod off. As treatment, patient¿s mother administered a bolus of 3.8u, a correction bolus of 1.5u and applied a new pod.